Manufacturer narrative:
Manufacturer's investigation conclusion: functional testing of the returned oxygenator by the manufacturer (eurosets) confirmed a leak due to fiber breakage; however, a specific root cause for the fiber breakage could not be conclusively determined through this evaluation. The oxygenator was returned to abbott where an initial visual inspection was performed. Visual inspection of the oxygenator revealed no obvious damage. Some drops of clear fluid were noted in the bottom housing. The oxygenator was forwarded to the external manufacturer (eurosets) for technical analysis. The oxygenator was placed on a mock loop with physiological water. The oxygenator was filled using a peristaltic pump at 6 lpm (liters per minute) and remained on the loop for 10 minutes. A slow drip in the lower part of the oxygenator was confirmed. The device was sectioned by removing the lower housing, refilled with water, and pressurized. The point of loss occurred due to a fiber breakage of the last winding of fibers near the blood outlet port. The device history record for the oxygenator, lot # 7559308, was reviewed by the external manufacturer and showed that all tests from the production process were compliant with the technical specifications. Devices are required to pass manufacturing inspections and specifications prior to release, and no abnormalities were documented which would cause or contribute to the reported occurrence. This device passed all required testing. Eurosets confirmed that 100% of the oxygenators produced are tested to detect eventual leakages using a pressure of 150 kpa (kilopascals) which is 1.5 times the maximum blood pathway pressure indicated on the IFU (instructions for use). Devices that exhibit leaks are discarded prior to distribution. Eurosets determined that the issue occurred after eurosets¿ manufacturing and test phases. The production documentation for amg pmp oxygenator, lot # 7559308, was reviewed by the external manufacturer (eurosets) and showed that all tests in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and also warns that the device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Also, under the section titled ¿set up¿, the IFU warns to ¿carry out a visual inspection and carefully check the device before use. Transport and/or storage conditions other than those prescribed may have caused damage to the device.¿ under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the oxygenator leaked upon priming.